Manufacturer narrative:
(B)(4). Additional information: bent advancer. The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling the device was noted to have the tip of the advancer bent. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Did anything unexpected happen prior to this incident? No. Clips didn´t close exactly, so they have to be removed again and again. After some trials they took another ER 320, which worked. Did the procedure drive the need to apply torque or twisting of the device? No. It was a simple standard procedure. Was the device fired after this incident in or out of the patient? Inside patient and after they recognized, that it did not correctly worked, it was also fired also outside of patient to check the problem. Were you able to see if the clip was fully advanced into the jaws before completing the stroke to form the clip? I don´t know and I couldn´t get an answer herefor. How was the procedure completed? By using another ER 320. Is the surgeon an experienced user of this product? He is extremely experienced of the ER 320.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device didn´t close intraoperative. Clips were deformed. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.